Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: examination of the returned device confirms the complaint of handle damage, the handle is broken. Root cause device worn from normal use and servicing. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In an hip arthroplasty surgery with corail on (B)(6), when the surgeon tried to ream the canal in order to open it, the plastic part of the handle broke in two halves. Second time this type of item broke, a third item started to show a crack on the middle of the plastic part. The previous fail was reported. Because of the previous experience we had a replacement part at hand. The surgeon commented that this particular item is of poor quality and the procedure was delayed for less than a couple of minutes. Stored and sterilized in accord with IFU. I checked with the nurse when bringing the replacement part. No patient impact.